Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported experiencing a loss of stimulation after raising their voltage. The patient reported raising the voltage on their stimulation yesterday and they did not have any effect. The patient then reported that towards the end of the evening, their dyskinesia came back again. The patient elaborated that after increasing the voltage, they were fine, and after 8 hours all their symptoms that they had before getting the ins returned and they had to lower the voltage back to where they normally had it. The patient reported having trouble walking because they increased the voltage. The patient went on to report that when they lowered the voltage again, it helped for a little while but they were still having a lot of trouble walking. The patient confirmed that the implant is on and confirmed seeing "on" and "ok" on the patient programmer. The patient confirmed that this was the first time they had increase. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.